Event description:
Information received notes that following a routine implant, atrial lead impedance was >1990 ohms. When the device was reprogrammed to unipolar, the impedance decreased to 611 ohms. The pocket was re-opened and the atrial lead was disconnected and reconnected to the pulse generator with the same results. After the lead tested normal, the pulse generator was replaced. The patient was not pacemaker dependent and tolerated the procedure well.